Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that there is some oversensing or loss of capture on this lead, per the iegms. There was a slight drop in impedance beginning in the end of (B)(6) 2021. Lead remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.